Manufacturer narrative:
Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imaging evaluation findings (CT scan dated (B)(6) 2012): sagittal reconstruction illustrating the proximal neck angle as being about 78 degrees. Centerline reconstruction illustrating what appears to be about 17.2mm of length from the second left renal artery to the proximal aspect of the device. Centerline reconstruction illustrating what appears to be about 21mm of length from the left renal artery to the proximal aspect of the device. Mpr illustrating contrast pooling around the proximal end of the device. Axial image illustrating contrast pooling in the aneurysmal sac. Conclusions: per the gore excluder aaa endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites, specifically the proxima aortic neck and distal iliac artery interface.

Event description:
On (B)(6) 2012, the patient was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. On (B)(6) 2013, computed tomography (CT) scan revealed a proximal type I endoleak. No aneurysmal growth was reported. On (B)(6) 2013, the patient was implanted with two aortic extender components to treat the proximal type I endoleak. The endoleak was resolved, and the patient tolerated the procedure.